Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient charged their ins to 100% and the charge usually lasted about 2 and a half to three days. The patient stated they went to charge the ins again yesterday and it was still showing full battery at 100%. The patient stated they upped the intensity using their programmer and they were not feeling anything at all. The patient clarified and stated that they never felt vibration from the ins and continued saying, ¿usually if you go so far you can feel it.¿ the patient said their settings are usually one below the point of feeling stimulation and reported when they upped the intensity yesterday they did not feel any stimulation from the ins. The patient did have a tingling feeling in their feet which was not normal. The patient reported that ¿something had to be wrong¿ with their system. During troubleshooting, the patient used the recharger to check the ins and it showed the ins at 75% battery level which was normal. The patient did not know why it showed 100% yesterday. The patient confirmed the ins was on. The patient was implanted for leg and hip pain. They currently felt pain in the hip area and they always felt that, but stated the pain was worse. The patient confirmed they had adaptive stimulation and it was reviewed that different groups with higher settings may cause the battery level to deplete faster than lower settings. The patient stated they had not done any adjustments since april. The patient mentioned it takes an hour to charge from 25%, but if they are down to 25% and want to go to 100% it takes 3 hours. The patient inquired if this was normal and it was reviewed that it was. The patient mentioned they usually have strong stimulation when laying on their back, but confirmed it was normal. No further complications were reported.